Event description:
Routine testing done prior to device restock noted that battery voltage was 2.82v. The device was received in the unopened original shipping package and was sent for further analysis.

Manufacturer narrative:
The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Correction: for initial reporter unchecked the health care professional box. Evaluation summary (B)(4) the actual device longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
Routine testing done prior to device restock noted that battery voltage was 2.82v. The device was received in the unopened original shipping package and was sent for further analysis.

Manufacturer narrative:
The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned, analyzed, and analysis was inconclusive.